Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer's blood glucose level was in the 300s mg/dl. Reportedly, customer continued to use the pump for insulin delivery.